Event description:
The reporter stated that during a spinal surgical procedure there was a problem with the screw "snap-fit" ring locking mechanism of the tether anterior cervical fixation system. The screw was removed and discarded in the operation room.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. No complaint sample was available for evaluation. A review of the device history record was not possible as the lot number of the device was not provided. A review of the complaint log showed that no similar complaints had been received. Given the information that was provided, a determination of the root cause of the incident could not be made. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.